Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse determined the fluidics manifold was cracked. The fse replaced the fluidics manifold. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction. Beckman coulter (bec) internal patient identifier for this report is (B)(6). All mdrs associated with this event: 2122870-2015-00459, 2122870-2015-00460, 2122870-2015-00461.

Event description:
The customer reported obtaining elevated, non-reproducible troponin I (access accutni+3) results in association with the access 2 immunoassay system serial number (B)(4) for three (3) patients (designated as patients one (1) through three (3). The sample from patient three (3) was reanalyzed in duplicate on the same access2 immunoassay system and non-reproducible results, above the laboratory's normal reference range, were obtained. The customer stated the non-reproducible results obtained on the access 2 immunoassay system were not reported from the lab. The sample from patient three (3) was retested using an alternate methodology and a lower result, within the laboratory's normal reference range, was obtained. The result obtained using the alternate methodology was reported from the lab. The customer performed additional testing on the sample from patient three (3) using the same access 2 immunoassay system and obtained results within and above the laboratory's normal reference range. The customer stated there was no change or impact to patient care or treatment which occurred in association with the elevated, non-reproducible access accutni+3 results from patient three (3). The following mdrs will address the elevated, non-reproducible access accutni+3 results for patients one (1) and two (2): 2122870-2015-00459 and 2122870-2015-00460. Quality control (qc), calibration, and system check were performing within assay and instrument specifications. The sample was collected and tested in a lithium heparin gel tube. The sample was centrifuged for three (3) minutes at room temperature. The customer was unable to provide the centrifugation speed. No sample integrity issues were noted by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.